Event description:
It was reported that the biomed returned the arctic sun device for 2000 hour preventive maintenance and now mixing pump was not working. It was unclear why believed the mixing pump was not working. It was not on a device and there was no alert for this issue. Explained they would need to perform a functional check and advised call back tomorrow for technician support.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This MDR is being retracted as it is a duplicate of an event that is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed returned the arctic sun device for 2000 hour preventive maintenance and now mixing pump was not working. It was unclear why they believed the mixing pump was not working. It was not on a device and there was no alert for this issue. Explained they would need to perform a functional check and advised call back tomorrow for technician support.